Event description:
On (B)(6) 2012, trio operation was performed. When surgeon used torque wrench and connector for final tightening, the connector broke. The tip of the connector was left in connector (implant). Because he was not able to take it out, the operation was just finished.

Manufacturer narrative:
Device remains implanted and add'l info has been requested and if made available, this will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering eval.